Event description:
Leakage at or near the transducer. During review of returned product it was discovered that the transducer housing was cracked and creating the leakage. No pt treatment or injury associated with this event.